Event description:
It was reported that noise was observed on the egms. The noise appeared to be an insulation break. High impedance was also noted. The lead was replaced.

Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported noise anomaly was confirmed. Examination of the lead revealed that all four filars of the distal coil were fractured at 64.8cm from the connector end, adjacent to the distal tip. The fracture resulted in intermittent open impedance. This would account for the noise issue reported from the field.